Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and the link electronic module board was therefore replaced and calibrated. It was further noted that the keyboard was damaged and it was replaced, and that the programmer powered to a post error and the media processing unit was therefore replaced. Additionally it was noted that the hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that the programmer displayed an error. Follow-up determined that the error occurred during a software update and that it was not able to be cleared even by rebooting. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.